Event description:
Ous MDR - it was reported that the lead and this device were explanted about 29 months after implantation due to false detections in connection with inappropriate shocks. After the explant insulation damage on the lead was observed. This device and the lead were explanted and returned for analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mos2, 562 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel, which matching the clinical observation "led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There was no indication of a material defect or manufacturing error. In summary, the device proved to be fully functional during the analysis and met the technical specifications. There was no material defect or manufacturing error.